Manufacturer narrative:
(B)(4). Medwatch # 2211900000-2015-8004. (B)(4). The investigation results are not available at the time of this report.

Event description:
Complaint received via medwatch. The customer alleges that an elderly male (asa 3) underwent an upper endoscopy. The patient received versed, propofol and fentanyl. He obstructed and became unresponsive and oxygen saturation fell to 25%. A manual resuscitator was applied and oral airway inserted. The air cushion on the mask was found deflated rendering ventilation in effective. Another resuscitator was obtained and patient successfully ventilated. The patient developed bradycardia and was resolved with medication. The patient woke up neurologically intact, EKG unchanged.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. A DHR review was performed on the lot number and no issues were found that could relate to the reported issue. The product was manufactured in 2010 and it was out of the expiration date in 2013. Similar complaints have been received with the deflated mask issue and it was determined that the air leaked naturally during the long time in storage and/or transportation. The cushion on the mask is made of pvc and during a long time in storage the air in the cushion will leak naturally.

Event description:
Complaint received via medwatch. The customer alleges that an elderly male (asa 3) underwent an upper endoscopy. The patient received versed, propofol and fentanyl. He obstructed and became unresponsive and oxygen saturation fell to 25%. A manual resuscitator was applied and oral airway inserted. The air cushion on the mask was found deflated rendering ventilation ineffective. Another resuscitator was obtained and patient successfully ventilated. The patient developed bradycardia and was resolved with medication. The patient woke up neurologically intact, EKG unchanged.